Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a shoulder repair procedure on (B)(6) 2021, it was observed that the sleeve on the drill guide device come apart from handle. Both fragments recovered and another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.